Event description:
It was reported that the insulin pump alarmed displayable history fail during normal use. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). No displayable history fail alarm during testing was noted. However, the insulin pump was received with the error alarm in the history file due to corrupted history file. Device received with scratched display window, cracked display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.